Manufacturer narrative:
It was reported that device shut down two times during a surgery due to communication failures. Technical investigation confirmed the occurrence of the two events, and confirmed both are due to a design defect.

Event description:
It was reported that the robot had shut down two times during a surgery due to communication failures.